Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a trauma surgery, the screen of the trauma interface device froze 5 times while performing the distal locking. No drill holes were performed as the screen kept freezing. Troubleshooting was unsuccessful. The procedure was resumed, after a significant delay with a change in the surgical technique. No other complications were reported.

Manufacturer narrative:
Section h10: the associated device was returned and evaluated. The visual inspection did not reveal any defects on the hardware of the device. Software evaluation was performed by a staff product support engineer and this error was not found. It was concluded that the device freezing the customer experienced was due to one of three issues: faulty or damaged targeter, faulty or damaged probe, magnetic metals were present near the device and caused interference. The device was running the outdated 3.0 version of software, while the current released software version is 4.0. A software update would likely correct any software based issues with this device. The clinical/medical investigation concluded that, based on a review of the information provided, there were no clinical factors found which would have caused or contributed to the failure. Per the report, the trauma interface device froze 5 times, however, no drill holes were performed, and it was reported trouble shooting was unsuccessful. According to the report, the surgeon was able to complete the surgery after a significant delay with a change in the surgical technique. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical investigation. Since there was no harm alleged to this patient due to the significant surgical delay and no other complications were reported, no further clinical/medical assessment is warranted at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history was not performed as this is a unique serial device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include faulty or damaged targeter, faulty or damaged probe, magnetic metals were present near the device and caused interference and/or software maintenance. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Internal complaint reference number: (B)(4).